Event description:
The customer reported that the system intermittently would not produce fluoroscopic x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was identified as being defective. No conclusion can be drawn as further repair information is unavailable at this time.